Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. No image was displayed due to a faulty charged coupled device (image center). The evaluation also found the unit failed the leak test due to a cut in the cable and the charged coupled device housing was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported there was no image on the screen when an hd autoclavable camera head was plugged in. This event was discovered during preparation for use. No patient harm or impact was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is possible the image did not appear due to unexpected stress applied to the camera head, cable, and video connector. It is also possible the video connector failed. The IFU contains the following statements that may prevent the reported issue: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.". "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.". Olympus will continue to monitor the field performance of this device.